Event description:
The patient reportedly experienced no sound and no lock between the external equipment and the cochlear implant. External equipment was exchanged. Programming changes were made. However, the reported problem was not resolved. Revision surgery is under investigation.